Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal device change out, the physician decided to put in new right ventricular (rv) lead. It was reported that the physician had difficulty getting this lead in but ultimately a good spot was found and testing measurements were good. While they started to sew up the pocket, a random ventricular sense and occasional premature ventricular contraction (pvc) were observed. Which thus resulted in inhibiting pacing at times, though the patient is not dependent. They stopped sewing up the patient and were troubleshooting. They pushed on the pocket and they got a another type of noise that triggered markers. The cardiac resynchronization therapy defibrillator (crt-d) was taken out of the pocket and it was noted that the rv pace/sense port had a lot of fluid in it. The pocket was manipulated and the same noise was still observed. The physician decided to take out the rv lead and put in a pace sense lead instead. The crt-d was also replaced. No additional adverse patient effects were reported.

Event description:
Additional information reported indicated that when the noise was initially observed, it was thought to be t-wave oversensing or the leads tapping into each other. As when the noise was observed, it occurred at the same time after the right ventricular (rv) lead pace. When the pocket was manipulated, much more noise was seen on the rv channel. The pocket was reopened, after being mostly closed. Ultimately the rv lead and crt-d were explanted and replaced with a new rv lead and crt-d were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Microscopic lead body inspections noted a cut to the lead body approximately 20 centimeters from the terminal end and a corresponding cut noted in the suture sleeve; this was likely induce d during the removal of the suture sleeve. The outer insulation integrity was not tested, due to the damage to the lead body. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.